Manufacturer narrative:
A.5 ethnicity is unknown. D.4 unique identifier (UDI) # is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported a patient where a percutaneous intervention was aborted due to rapid deterioration of the patient¿s condition and hemodynamic instability. The patient was declared ineligible for a coronary artery bypass graft. The patient experienced a self-limiting episode of polymorphic ventricular tachycardia with a total loss of cardiac output leading to cardiopulmonary resuscitation and direct current reversion. It was reported that the patient suffered from ongoing issues with anticoagulation, delirium, and several metabolic equivalent calls for hypotension. Magnetic resonance imaging showed a small frontal lobe subarachnoid hemorrhage. Weaning was successful. The device was explanted and the procedural outcome was the patient survived the surgery. Review of the report event by medical safety noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.